Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital reported to the sales rep the following event "during a complex fracture reduction at the distal end of the left radius, the end of a variax drill (diameter 1.9 mm) of our wrist variax box broke. Drill change.

Event description:
The pharmacist at the hospital reported to the sales rep the following event "during a complex fracture reduction at the distal end of the left radius, the end of a variax drill (diameter 1.9 mm) of our wrist variax box broke. Drill change.

Manufacturer narrative:
The reported event that twist drill, diam.1.9x105mm, wl 41mm, ao-shaft was alleged of issue s-11 (breakage during surgery) could be confirmed, since the returned device matches with the alleged failure mode. Visual inspection of the product was performed, and the drill was found to be broken at the tip. The tip of the drill is twisted significantly with blunt/ dull cutting flutes. Even some parts of the green marking have come off. The presented damages are a result of a user error. The failure occurred due to application of too much forces while drilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.